Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "under delivery. Pump treatment information:unk. Type of drug:unk. Patient involvement: yes. Death/serious injury: no. Human harm: no. Delay in therapy: no. Medical intervention needed: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "under delivery."